Manufacturer narrative:
No product or imaging was returned to assist in the investigation. Based on the info provided, the valve leaked during flushing and continued to leak throughout the procedure. The sheath had to be replaced with the sheath from the main body delivery system. No adverse effect was reported. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU provide contraindications, warnings and precautions regarding proper use of the device. Specifically it states, "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Check-flo valves are 100% leak tested by quality control. Additionally, it is verified that discs must be punctured through and free of tears. There is no evidence to suggest the product was not mfg to current specifications. The mfg records were reviewed, and nothing of note was observed. A review of complaint history, device history record, instructions for use, quality control, specifications and trends was conducted during the investigation. The valve leaked during flushing and continuously throughout the procedure. The sheath was replaced with another. No adverse effect to the pt was noted. A CAPA has previously been implemented to address z-trak valve leakage. This device was mfg after implementation of the CAPA. The risk was assessed using quality engineering risk assessment. The risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
On (B)(6) 2014 a (B)(6) year old male pt underwent aaa repair by right femoral approach. The pt was suitable for endovascular repair; saccular aneurysms of the abdominal aorta, no problem in the access route or vessel conditions, no tortuosity, and with enough length of proximal and distal neck. The procedure was conducted as labeled. After placing the main body and iliac legs, proximal type I endoleak was observed. Then, a main body extension was additionally placed. During preparation of the extension device, leakage from the hemostatic valve was terribly observed. The extension device was used on the pt despite the event. During deployment of the stent graft, blood continuously leaked from the valve. The extension stent graft was placed through, sheath was replaced with previously used main body's sheath. Endoleak was resolved and the procedure was completed. There have been no adverse effects to the pt reported.